Event description:
The dealer states that this is the 2nd time the forks have bent. (B)(6). The dealer states from normal use. The dealer also states that the piece on the wheel lock that the wheel lock can slide on for adjustment keeps bending on every single wheel chair. He states if we use structural angle, we will have no problem. The dealer states he has modified all of his customers chairs. The dealer states the customer is in a facility. The patient is under the weight cap. The dealer states 1-12 months of use. The dealer would like a call back in regards to the wheel locks and if we are going to modify the way they are made because if not it will affect what he purchases from us.